Event description:
It was reported that in early 2024, the patient's femur fractured due to cancer deterioration. A titanium rod manufactured by stryker was implanted to stabilize the bone. However, later in 2024, the implanted rod broke, requiring a second surgery to remove the broken rod and replace it with a new one. The patient reports that recovery from the second surgery is taking significantly longer than expected.

Manufacturer narrative:
Based on the available information the device will not be returned; therefore, an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.